Event description:
Procedure: lung resection. According to the reporter: first firing was successful but on second firing, handle locked up. Instrument was able to be removed with no tissue damage. Re-fired with new stapler and cartridges a couple times but same thing occurred. Surgeon tried from the other side but still unable to fire. Incision was extended a little and firing was completed with ta45-4.8. The account returned 7 cartridges from four different lots. However, unk which of them are defective and on which firing they were used. Staple line reinforcement was used. No bleeding.